Event description:
During a revision, it was discovered that the catheter was wrapped multiple times around the pump and kinked. The estimated residual volume was 1.1 ml and the actual residual volume was 16ml. The drug used in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Event description:
It was later reported that the patient had experienced a loss of therapy and discomfort. Her pump was flipping and the physician was unable to refill her pump. The pump was reduced to minimum rate infusion until the day of her surgery. A new catheter was implanted and the pump was repositioned to the opposite side. The medication administered via the pump was 'dilaudid/combo'. The patient's outcome was unknown at the time of this report.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4): implanted (B)(6) 2009, explanted (B)(6) 2011; programmer model 8835 serial # (B)(4).

Manufacturer narrative:
(B)(4).